Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the needle hub stuck on serter. Customer's blood glucose at time of incident was 150 mg/dl. Customer stated sensor 1 the needle broke off in there serter and sensor 2 was only sensor that did not work. Customer stated already wasted 5 sensors doing this. After the troubleshooting, customer was advised to return serter and complete sensor. Customer was advised that we send replacements.